Event description:
It was reported that the customer ran a pre-use check on the product for pinholes before using the product. After intubating it into the patient, the customer inflated the cuff, but air leaked from it. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Additional information provided h3, h6 and h10. No lot number was provided; therefore, device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. One (1) used sample was returned for evaluation; the sample was received in used conditions without its original packaging. Visual inspection: the returned sample was visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. Functional testing found the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out between valve and pilot balloon. 32 samples were reviewed during manufacturing process; tracheal inflation line and leak test. No discrepancies or leak were found. The most probable root cause are: solvent missing between pilot balloon and valve. Lack of detection by the production personnel on the leak test area. Actions were taken to mitigate the reported issue: retraining in the procedure tracheal manual flow line, bell-out, fit inflation line and leak test to the production personnel was conducted by the quality engineer.